Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly inflating slowly. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter in its original packaging has been received for the evaluation. On the visual evaluation, the device was noted bloody. Peeled pebax was noted at the proximal end of the balloon and no other specific anomalies were noted. On the functional evaluation, the balloon was inflated to 8 atm using an in-house presto inflation device and the balloon was maintained the pressure without any issue. Further, the balloon was deflated and it takes the deflation time of 1minute and 22 seconds which is above the maximum deflation time of 35 seconds in the product performance specification limit. Balloon was cut and the port holes were noted to be collapsed and the glue bullet was not seated in the correct position. No other functional testing performed. Under the microscopic observation, all the anomalies were noted. Therefore the investigation for the reported inflation issue was unconfirmed, as the balloon was successfully inflated during the functional evaluation. The investigation for the identified deflation issue has been confirmed, as the balloon deflation time was noted to be above the maximum deflation time in the product performance specification limit. The investigation for the identified peeled pebax was confirmed, as the peeled fibers were noted at the proximal end of the balloon. The collapsed port holes is likely the root cause for the deflation issue. However a definitive root cause for the reported inflation issue and the identified deflation issue, peeled pebax could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 10/2023).